Event description:
It was reported that patient's atrial lead was dislodged. During lead revision procedure insulation damage was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Visual inspection of the lead found electrocautery damage to the outer insulation at the proximal region of the lead. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported event of insulation damage was isolated to procedural damage.